Manufacturer narrative:
Concomitant medical products: 5568-45, lead, & 4194-88, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert for low pacing impedance. It was noted that this was a chronically low impedance measurement and that its trend was stable. The lead remains in use. No patient complications have been reported as a result of this event.